Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient¿s medical history includes chronic pain. Beginning on (B)(6) 2018, the patient does not feel stimulation and are getting an out of regulation (oor) message on their remote. The rep noted that the patient¿s leads are subcutaneous. Impedances were run on (B)(6) 2018 and electrode 3 was out of range (do not use) and electrodes 5,6, and 14 were showing as avoid. The rep reprogrammed the device using functional electrodes. The patient reported comfortable coverage and pain area with paresthesia. The issue was resolved and the patient was noted to be alive with no injury. Additional information was received from the rep on 2018-sep-04. The rep indicated that the cause of the impedances being high was not known. The patient¿s device was reprogrammed on (B)(6) 2018 and the complaint of not getting stimulation and error messages on her remote was resolved on that date. No further complications were reported/are anticipated.